Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated medical surgery. In turn, the ipg was unable to communicate and the ipg was deemed inoperable. Surgical intervention resolved the patient's issue.